Event description:
It was reported that the patient presented to the clinic for syncope. X-ray was inconclusive. Noise was produced during pocket manipulation. Loose connection suspected. The lead capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.